Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed one power on reset associated with a ¿call service (cs) 128¿ alarm due to a drastic voltage drop on (B)(6) 2015. The battery compartment was found to be cracked from the threads down to the sealing on the side. There was also moisture and corrosion observed in the battery compartment. The battery compartment was found to be leaking during a leak test. There was no damage found to the battery cap threads and secured tightly to pump. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed and there was no moisture ingress or intermittent conditions found to the pcb or to the cgm module. Unrelated to the complaint, the text on the display screen was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication that there was damage to the battery cap or that the yellow oring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.